Event description:
This pt had a permanent pacemaker implanted for syncope and bradycardia. The pt has been noted to have high lead impedance by lead monitoring on her pacemaker. On 3/31/1998 she went to surgery for explantation of a dual-chamber pacing system for ventricular lead failure.